Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 178mg/dl at the time of the incident. The customer reported that half of the reservoir compartment has broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.